Event description:
It was reported that green and red circles are concentric on the interface display, but the drill got to out of the hole. Ten min delay in operation was reported. To complete the surgery the doctor used a competitor's device.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did not malfunctioned, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.